Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) touchscreen not working. There was no patient involvement.

Manufacturer narrative:
The fat dept received part number: 0670-00-1183 serial number: (B)(6) from the supplier. The supplier perform visual check and no abnormalities found. The board was re-tested at fct and failed step 4.3.0 measure signal output ud_cath_0 between ud_anod (min input). Supplier was perform troubleshooting and found component u6 defective. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions,h10,h11. Corrected field - d5,e1(initial reporter, event site email)e2,e3,g2. A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced touchscreen and video generator bd. This corrected issue. All test and measurements were recorded on pm service order. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat received the following parts associated with this complaint: kit, touchscreen, pcb, upper display monitor, pcb,video generator, cable, upper display monitor. The fat performed a visual inspection of the parts and found the parts to be in good condition. The failure analysis and testing dept. Installed all parts into the cardiosave test fixture, and tested the parts to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number revision r. The fat was able to replicate the failure of the touchscreen not working. The fat then tested each part separately in the cardiosave test fixture to isolate what part actually failed.the pcb,video generator was the cause of the touchscreen not working. The video generator board failed testing.pcb, upper display monitor _swemco and cable, upper display monitor and touchscreen passed testing. Sending the pcb, upper display monitor _swemco to the supplier per procedure number 0002-07-d008 rev. Ap. Sending the touchscreen to the supplier per procedure number 0002-07-d008 rev.ap. Retaining the 0012-00-1845 cable, upper display monitor in the fat per procedure number 0002-07-d008 rev. Ap. Retaining the pcb,video generator 13311 50_htc in the fat per procedure number 0002-07-d008 rev. Ap.the pcb,video generator will not be sent to the supplier due to the revision of the board. The supplier is not able to test the board. The following part is no longer going back to supplier for further investigation. Pn: touchscreen. Retaining this part in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.